Event description:
A customer contacted haemonetics on (B)(6), 2009 to report there was fluid in their orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2009 to report there was fluid in their orthopat machine. No operator or donor injury was reported. Evaluation of the unit verified the reported problem; blood had spilled into the machine. As a result, various components were replaced including the power supply. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have assigned the action number (B)(4). (B)(4).